Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported the "60 minutes" activation message looped continuously when scanning the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer lost consciousness and was injected with glucagon by a non-hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in a sensor state 1 (indicating storage state). The sensor plug was visibly not seated in the mount, indicating improper assembly by the user. This case is not confirmed to use error.

Event description:
A customer reported the "60 minutes" activation message looped continuously when scanning the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer lost consciousness and was injected with glucagon by a non-hcp. There was no report of death or permanent injury associated with this event.